Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up, undefined triple high rate ventricular pacing was observed. No action to resolve the issue was suggested. The patient did not experience any adverse effect. The patient was discharged and was sent home.